Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "clinical and functional results of low contact stress (lcs) total knee arthroplasty with a minimum of 5 years of follow-up" (2016) by esther carbó-lasoa, pablo sanz ruiza , tania quevedo-narcisoa, luis quiroga-montesc, marina benito-galloa, and javier vaquero-martín published by latin american journal of orthopedic surgery http://dx.doi.org/10.1016/j.rslaot.2016.06.001 was reviewed. The article purpose: to show the clinical and functional results obtained using the lcs system. The article reports: data was obtained from 75 tkas between may 2003 and may 2010 in which lcs total knee prostheses implanted. The only intra-operative complication that occurred were two patella tendon avulsions which were quickly corrected using competitor staples. There were eight cases of loosening, but since cement manufacturer is unknown, there is insufficient information to report this. Additionally, there were two cases of infection (both required implant exchange). Finally, there was one instance of pain with the cause unknown. The overall satisfaction was high which is similar to what's been reported in other similar studies. Patella resurfacing was not mentioned within the article. Depuy products involved: lcs. Complications: tendon injury (2), infection (2), medical device implant removal (2), surgical intervention (2), pain (1).